Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, an aortic valve replacement was performed and this 21 mm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted due to a paravalvular leak caused by infective endocarditis. A larger 23 mm trifecta valve was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
The results of this investigation concluded leaflets 1 and 3 contained calcifications. Special stains were negative for organisms and there was no inflammation present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the calcification was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.